Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to bilateral mid abdomen and to the upper abdomen using cooladvantage applicator and to the bilateral lower abdomen using cooladvantage plus who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2017 after treatment. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the upper abdomen, mid abdomen, and lower abdomen with paradoxical adipose hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to bilateral mid abdomen and to the upper abdomen using cooladvantage applicator and to the bilateral lower abdomen using cooladvantage plus who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2017 after treatment. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the upper abdomen, mid abdomen, and lower abdomen with paradoxical adipose hyperplasia.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.